Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of the resolution, the user was offered a sensor replacement. B4.date of this report (B)(6) 2025. G3.date received by the manufacturer? 09 oct 2025. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On 11 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 108 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the oxidation of the glucose indicating chemistry in the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 16 feb 2026. G3.date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.